Manufacturer narrative:
Based on the provided data, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer noticed they were seeing a greater number of delta checks on the ion selective electrode (ise) sodium results since (B)(6) 2015. The customer evaluated the results for 25 patient samples and provided data for two patient samples. Of this data, only the results for one patient sample were discrepant. The initial result was 132 mmol/l and the repeat result on another cobas c501 analyzer was 138 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found a fluidics failure of the sample probe and a sticky residue on the sample probe. He replaced the sample probe and ran precision testing. All ise calibrations and qc passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.